Event description:
The pt's mother reports an unresponsive pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged solder connection in the power circuit.